Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump received compromised force sensor system alert. The customer¿s blood glucose level at the time of incident was 453 mg/dl. The customer reported that the alarm occurred during rewind. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system alarm during basic occlusion test due to loose / protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. Unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, broken belt clip slot, stained end cap sticker and stained address/serial number label.